Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm flx watchman flx laa closure device with delivery system (wds). Seventeen (17) days post index procedure the patient presented to the emergency department with dyspnea and symptoms of heart failure. Computed tomography angiography (cta) identified the closure device had embolized to the aortic arch at the level of the left subclavian artery. The physician noted that there was miscommunication with the patient, and they were taken off lasix in error. The physician stated he believes this led to the device embolizing. The patient was admitted to the hospital and scheduled to undergo a procedure to explant the closure device.

Manufacturer narrative:
A3a sex updated. A3b gender updated. B5 describe event or problem updated. D6b explant date updated.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm flx watchman flx laa closure device with delivery system (wds). Seventeen (17) days post index procedure the patient presented to the emergency department with dyspnea and symptoms of heart failure. Computed tomography angiography (cta) identified the closure device had embolized to the aortic arch at the level of the left subclavian artery. The physician noted that there was miscommunication with the patient, and they were taken off lasix in error. The physician stated he believes this led to the device embolizing. The patient was admitted to the hospital and scheduled to undergo a procedure to explant the closure device. It was further reported the patient underwent removal of the closure device and was discharged.